Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the main pcb assembly. After replacing the main pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the audio on the device was inoperable. This may result in a delay in defibrillation. There was no pt use associated with the reported event.